Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The device was received with the cannula assembly fully deployed. Leak testing showed a tear in the external portion of the soft cannula resulting in an external leak. It could not be conclusively determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported leaking at the infusion site (back). As treatment the patient removed the pod and gave themselves a manual bolus.